Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire was bent and broken. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. During analysis, the retracted cutting wire was pushed out of the extrusion through the proximal pierce hole. The broken cutting wire appeared burnt/blackened. The cutting wire was measured to have broken at approximately 14 mm from the distal pierce hole. The od of the exposed cut wire was measured and meets the od specification. The condition of the returned unit was consistent with the complaint incident that the cut wire snapped. However, during manufacturing, the tome devices are 100% inspected for cut wire integrity and bowing/ handle functionality. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, after energization of the device several times, the cutting wire of the device was separated from the catheter of the device. No wire fell into the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, after energization of the device several times, the cutting wire of the device was separated from the catheter of the device. No wire fell into the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.